Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the stimulation was turning off. The implantable neurostimulator (ins) was explanted due to the stimulation turning on and off six or seven times per day. No symptoms or outcome was reported regarding this event. Further follow up is being conducted to obtain this information.